Event description:
Customer alleges chair moves on its own. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model m51, serial number/date code (B)(4) is approximately 3 years 2 months old. The owner's manual part number 1125085 rev j (oct-2008) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumers preexisting medical condition states that she has a spinal cord disease and she also had broken ribs at the time of the incident. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is stated as the motor being replaced in april 2011 and february 2012. Batteries were replaced in august 2011. The motor has been balanced and a drive wheel replaced as well. The consumer stated that the unit allegedly grinds and the power diminishes as she rides. The consumer is working with a dealer and needs routine maintenance on the chair. She has had the batteries replaced and both motors replaced. The chair allegedly moved on its own as well. The consumer stated that the unit allegedly threw her out of the chair. The consumer stated that she cannot where a seat positioning strap due to a spinal cord disease in which seat positioning aggravates her spinal cord. The consumer confirmed that she was not injured and no medical intervention was sought. The dealer assessed the unit and was unable to duplicate the issues -the last time that they saw the unit was in february. The dealer determined that the controller may need to be replaced. The dealer stated that upon replacing the controller and joystick it should be working order. The dealer stated that the consumer does not take care of the chair very well. The consumer is now completely chair bound and she doesn't have the ability to maintain it well. The chair looks like it is approximately 15 years old. The consumer's husband came up a couple weeks ago and picked up loaner, but it is too big. An RMA has been issued and the original parts are to be returned to invacare for an investigation and evaluation.